Event description:
Removal of 2 endosseous dental implants. Eight implants were placed during a routine procedure in class 1 bone on 11-5-95. The implants in sites #18 & #19 were removed approximately 3 weeks post-op. At which time the patient was in pain. The clinician reports that the failure may have been due to implant placement in close proximity to the mandibular vessels. He replaced the implants 2 months later without problem.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate of this procedure as published in the scientific literature.